Manufacturer narrative:
The device evaluation is ongoing and it was found that the device was out of specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material in the plastic distal cover and in the adhesive on the bending section cover. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material on the distal end cover and on the bending section adhesive could not be identified and a definitive root cause of the issue could not be determined, however, due to an observed leak at the scope connector cover, proper device cleaning/reprocessing may not have been possible. The issue may be detected/prevented by following the instructions for use sections below: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.